Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was accidentally submerged in water for a few minutes when the user was pushed into a pool, after which the pump would not power on and charging did not restore function, consistent with moisture damage involving the device seal; the user¿s glucose rose to 400 and they transitioned to subcutaneous insulin by pen. Symptoms included hyperglycemia and dry mouth. Outcomes included an unexpected medical intervention with medication and a serious illness/impairment. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with moisture ingress leading to device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency.